Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial#: (B)(6), ubd: 28-feb-2015, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2026, product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown drug via an implantable pump for non-malignant pain. It was reported that per the hcp, the patient started having medication withdrawal symptoms at some point post-operatively from the pump replacement a week prior (B)(6) 2026). The hcp did a dye study at the clinic on (B)(6) and confirmed that dye was going out of the catheter close to the pump connection. The pump segment was not functioning. A revision was scheduled for later that day, during which the pump segment was removed and replaced with a new pump segment. The hcp noted cerebrospinal fluid (csf) flow following replacement. The issue was resolved at the time of this report.